Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: foreign material exiting from the air/water nozzle due to insufficient cleaning, switch 1 had a cut, due to clogging of nozzle, water supply volume does not meet the standard value, adhesive around objective lens has a chip, adhesive around light guide lens has wear, light guide lens has a crack, adhesive on bending section rubber or distal sheath has a crack, due to deformation of bending tube, connection between bending section and passive bending section is not secured, due to wear of coil wire, flexibility adjustment function does not work, universal cord is deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had low air/water flow. Inspection and testing of the returned device found foreign material exiting the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. To prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use.". Olympus will continue to monitor field performance for this device.